Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, unable to performed functional testing due to blank display anomaly. No e70 alarm was found in the alarm history screen. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. He stated that he had jumped into a lake over the weekend and that the backlight stopped working. The blood glucose reading was 400 mg/dl. The customer treated with manual injection. The drive support cap appeared normal. The insulin pump was not exposed to a strong magnetic field. The customer was assisted in clearing the alarm but was still unable to rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.